Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient noticed a lack of efficacy relative to the period of time immediately following their implant in april; they also said they were starting to ache at their ins site. The diagnostics/troubleshooting performed was an impedance test was performed, but it was within normal limits. The healthcare provider (hcp) also observed the ins site to check for any sign of an infection, but the results came back negative. The action/intervention performed was new programs were created and given to the patient. The hcp also prescribed an antibiotic. It is unknown if this issue was resolved at the time of this report. Surgical intervention did not occur nor is it planned. Additional information received from a rep who said the implant check was requested by the hcp. The rep met with the patient in their clinic; the hcp is aware of the issue. When asked to clarify the event date/"patient noticed a lack of efficacy relative to the period of time immediately following their implant in april, the rep said they don't have a specific timeframe other than the fact that they experienced significant symptom relief after implant. Shortly after, the patient's bladder symptoms gradually returned. The event was considered a gradual change in therapy/symptoms. On (B)(6) 2018, additional information was received from a manufacturer representative (rep). It was reported that the patient had complained of soreness and redness at the ins site. The physician had diagnosed the problem as a potential infection and treated the problem with antibiotics. It was noted that at follow up visits it appeared that the infection was cured, but the patient stated they had reduced efficacy. It was noted the patient needed to significantly increase the amplitude from approximately 1.75 to 5.20 in order to feel any stimulation. In regards to any environmental or external patient factors that may have led or contributed to the issue, the rep reported the patient did not report any issue. It was noted program changes and antibiotics had been attempted for troubleshooting and diagnostics however the ins and the lead were removed and replaced with new devices. It was noted that the issue was resolved at the time of this report and that the device would be returned for analysis. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va06xfc, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who said the circumstances/cause was not known to the rep. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) passed all functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.